Manufacturer narrative:
Continuation of d10: product ID 97745,serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found the case was damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the charger had been acting up and right now the controller was saying an error with 04; agent understood that the message appearing was system problem rm04. Pt said that now however, the controller was in russian. Pt said that they had called before and were told to reset the controller, however they thought that there was a problem where they plug the charger into the controller as the controller would said that it was disconnected. Agent had the pt reset the controller. Pt only had the controller present during the call, so agent was unable to troubleshoot the reported issue. Agent advised the pt to call ps back once they had all of the equipment present for troubleshooting. When asked for the event date, pt said that it had been off and on for about two or three months. Pt called back and reported the controller had been acting up for the past month or so, and today the screen went blank while recharging their implant and wouldn't come back on. Agent asked, pt explained controller would come up with 404, 0.3, or "area code" 0.03, and they would try to reset the controller by removing and reinserting the li battery pack, but the issue persisted. Agent asked, pt said they had reset the controller already by removing and reinserting li battery. Pt mentioned when they plugged controller into 'the receiver' sometimes was only working after being shaken around a little bit. Pt did not have ac power supply with them during the call; agent reviewed ac power would help reset controller for troubleshooting. The issue was not resolved. Pt will call back with all equipment available for further troubleshooting. Patient called back and repeated the information previously documented in this case. Patient explained that the controller doesn't work right al of the time and gives them a lot of errors. Patient stated the issues arise when they're trying to charge the implant. Patient stated sometimes when they plug the recharger into the controller, the controller doesn't even read that the cord is connected. Agent had patient examine all of the equipment for damage; patient noticed that some of the connection pins in the controller are darker than the others. Agent had patient try cleaning the connection pins, but the pins remained dark. An email was sent to repair to replace the controller.